Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: failure to cross with a graftmaster stent, requiring the use of a second device. Device issue: failure to cross. It was reported that a perforation occurred along the distal edge of another company's stent. A 5.0 x 19 graftmaster stent was attempted for treatment; however, it would not cross to the perforation. The graftmaster was removed from the pt, and a 4.5 x 16 graftmaster was used to successfully seal the perforation. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation.